Event description:
It was reported that the vns patient¿s device was ¿no helpful¿ and was ¿no longer functioning.¿ attempts for additional relevant information have been unsuccessful to date.

Event description:
It was reported that high impedance was observed in (B)(6) 2013. It was reported that the device was programmed off at that time. No other relevant information was provided by the physician's office.

Manufacturer narrative:
New information received corrects the suspect device. Device failure is suspected, but did not cause or contribute to a death or serious injury.